Event description:
The pt presented with chest pain post-double valve replacement. Transthoracic echocardiogram showed limited motion of one mitral valve leaflet. Following echocardiogram, the pt was taking sintrom (acenocoumarol) for anticoagulation with an inr of 2.21 the day after event; it is unk when sintrom was initiated. The pt had preoperative diagnoses of mitral stenosis, aortic insufficiency, tricuspid regurgitation, atrial fibrillation, pulmonary hypertesion, and thrombus in the left atrium. The pt remains hospitalized, but stable, under anticoagulation therapy and the valve remains implanted.

Manufacturer narrative:
The results of this investigation are inconclusive since the device was not returned for analysis and no additional info was received. However, there was no evidence found to suggest the entrapped leaflet observed on echocardiogram was due to an instrinsic defect in the valve, as supported by the review of the mfg traveler.